Event description:
The reporter called and alleged a discrepant result when compared to a lab. The device result reported was 4.5 inr. The corresponding lab result reported was 3.0 inr. The reporter declined product replacement.